Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d284drg ICD, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead analysis of the device memory indicated the rv integrity alert. Analyst commented, evidence of oversensing have been noted during the ventricular tachycardia (vt) non sustained episodes on (B)(6) 2014 along with 40 short interval counts (sic) since (B)(6) 2014. On (B)(6) 2015, rv lead integrity alert warning for increased (sic) and rv lead impedance variation in last 60 days on (B)(6) 2014.>

Event description:
It was reported that an right ventricular (rv) lead integrity alert triggered with transmission report showing evidence of oversensing. The patient was hospitalized, and the rv lead therapies were disabled pending further evaluation. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.